Manufacturer narrative:
The patient was reported as having tortuous vessels, a bmi of 18.9, and high access site. The IFU warns the following: do not use if the puncture site is proximal to the inguinal ligament or above the most inferior border of the epigastric artery (iea), as this may result in retroperitoneal bleeding; do not use if there is marked tortuosity of the femoral or iliac artery and do not use if the patient has marked cachexia (bmi <20kg/m²). The root cause of the extended hemostasis requiring a covered stent is due to use error. A high access site and/or patient bmi can cause the manta implant to not catch on the vessel properly during deployment causing an ineffective seal at the access site. "In the event bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis" has been identified as a precaution related to the deployment of vascular closure devices in the IFU. Risk documentation has been reviewed and this is a known risk of the device. The occurrence of this type of incident remains below risk documentation acceptable limits. Based on the information reviewed there has been no quality product issues with respect to manufacturing, design or labeling.

Manufacturer narrative:
This complaint is being reported because the patient required placement of a covered stent to preclude permanent impairment of a body function or permanent damage to a body structure after a procedure in which the manta vascular closure device was used. The IFU lists failed hemostasis requiring, balloon inflation and placement of a covered stent as an adverse event related to deployment of vascular closure devices. In addition, the us IFU warns - do not use if the puncture site is proximal to the inguinal ligament or above the most inferior border of the epigastric artery (iea), as this may result in retroperitoneal bleeding. It also warns - do not use if the patient has marked obesity or cachexia (bmi >40 kg/m2 or <20 kg/m2). An investigation has been opened to review risk documentation and case imaging. The device from the incident is not available for inspection due to the delivery system being discarded by the user and the implant remaining in the patient. A follow-up report will be submitted upon completion of the investigation.

Event description:
A tavr was performed on (B)(6) 2019. The access site was reported to be above the inguinal ligament on pre procedure angiograms, and the patient was reported to have tortuosity of the vessel well above the access site. The procedure sheat was 18f inner diameter. It was reported that the physician felt resistance when inserting the manta 18f vascular closure device sheath. Following deployment,there was extravasation proximal to the manta closure site. A balloon was inflated but failed to induce hemostasis . A covered stent was placed at the access site and the extravasation was resolved. The patient was said to be fine following the procedure.